Event description:
Medtronic received information that during the sizing with the ap ats sizer and suturing of this mechanical valve, the patient was sized for a 22 mm valve. The surgeon attempted to seat the valve on the annulus, the valve would not seat properly, leaving pledgets and annulus below the valve. The surgeon attempted to tie down some of the valve sutures but still could not get the valve low enough to clear the right coronary artery ostium. Subsequently, the annulus was resized and the 22 mm valve was abandoned and a 20 mm valve was implanted with no adverse patient effects. It was noted by the surgeon that part of the sizing issue was that the patient's annulus was very scalloped making seating of the valve challenging.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The serial number was verified to be correct. The valve leaflets were fully mobile. The sewing ring diameter was measured and confirmed to meet specifications for this size and model device. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The associated sizer was not returned for analysis; therefore, the root cause of the sizing error cannot be fully investigated. The device instructions for use (IFU): ¿the sizer with the diameter marked in millimeters has a ring which allows easy tissue annulus measurement. The sizer ring should pass easily through the patient¿s tissue annulus with minimal resistance. Do not force the sizer through the tissue annulus. Valve oversizing or undersizing should be avoided.¿ in addition to the valve IFU, the accessory IFU has the following instructions, warning and caution for patient sizing for this valve series: ¿the blue-handled ats ap heart valve sizers are intended to aid the surgeon in the selection of the optimal size ats open pivot ap heart valves (models 501da, 501dm, 503da, 505da and 505dm). Appropriate valve sizing is determined by using the cylindrical valve sizer which should pass readily, without resistance, through the annulus. The handle can be bent to facilitate access to the tissue annulus. The corresponding valve size is indicated on the handle nearest the sizer head. Once the annular size has been determined utilizing the cylindrical end of the sizer, the flanged end of the sizer is used to mimic the placement of the sewing cuff on the top of the annulus and ensure appropriate coronary clearance. The flanged end of the sizer should not pass through the annulus. Warning ¿ do not force the sizer through the annulus as patient injury may occur. Caution ¿ do not oversize. Due to the exceptional hemodynamic performance of the ats open pivot heart valve, if the annulus is estimated to be between two different valve sizes, it is recommended that the smaller size valve be implanted to avoid implant difficulties or patient harm.¿ based on the information received and the analysis results of the returned device a definitive root cause of the sizing error was unable to be determined.

Manufacturer narrative:
Product analysis: the device has been returned and analysis is in progress. Once the analysis has been completed a supplemental report will be submitted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.